Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that air bubbles were contaminated in the extension tube during infusion of saline solution to flush and lock the catheter. The facility told that same issue was found multiple times. As the doctor guessed that the air contamination might occurred by the catheter fracture, the catheter was removed. There was no reported patient injury.

Event description:
It was reported that air bubbles were contaminated in the extension tube during infusion of saline solution to flush and lock the catheter. The facility told that same issue was found multiple times. As the doctor guessed that the air contamination might occurred by the catheter fracture, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.